Manufacturer narrative:
On site investigation was conducted by the service engineer. After the power supply module was replaced, the anesthesia machine was functioning properly. The power supply module is still on the way back for further investigation.

Event description:
(B)(6) hosp reported that the wato ex50 anesthesia machine was automatically powered off and rebooted during laparoscopic surgery. Afer several times rebooting, the wato ex50 anesthesia machine could not power on. The wato ex50 anesthesia machine was not marketed in the united states but similar device (a series anesthesia machine) was marketed in the united states.